Event description:
Product analysis was completed on a returned generator and it was noted at that time that the generator was at settings that were indicative of an interrupted system diagnostic test when it was returned. It is currently unknown when the interrupted system diagnostic test occurred. Attempts for programming history from the treating physician and surgeon are underway.

Event description:
Programming history from the date of surgery was received. Upon initial interrogation of the generator on (B)(6) 2012 the generator was found to be at intended settings. A system diagnostic test was then performed which failed. There was no record of a final interrogation of this generator. Additional information was received indicating that the patient's current generator is functioning as intended and the patient is responding favorably. As the faulted system diagnostic test occurred on the date of explant of the generator, it appears that the patient did not experience a loss of therapy from this event.